Event description:
Approximately three weeks post deployment of a perclose proglide device in the right common femoral artery after a carotid stenting procedure, a percutaneous coronary procedure was performed. Another proglide was deployed in the right common femoral artery. Reportedly, three to four days post suture deployment, the patient developed an infection at the access site. An ultrasound was performed. There was no aneurysm, pseudoaneurysm or no well defined hematoma noted. Antibiotics, warm compresses and manual kneading were prescribed. The infection resolved in fourteen days. There was no adverse patient sequela. It was reported that the patient has had two prior procedures within six weeks. The physician is very consciousness of sterile techniques and as per the instructions for use, she repreps and redrapes the puncture site before the procedure. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide device has been reported under manufacturer report number 2024168-2011-03412 the customer reported the device was discarded. Without device evaluation, a cause for the reported infection could not be determined. Infection following the procedure could be caused by manufacturing or lack of adherence to infection control measures. To ensure this type of experience is not a result of a potential product related deficiency, all devices are inspected to assure that the container is properly sealed and are subjected to sterilization prior to shipment to customer. Reportedly, the physician is very consciousness of sterile techniques and repreps and redrapes the puncture site before the procedure. This patient is elderly, has had 2 prior procedures at the access site within six weeks and that such factors may have contributed to the infection. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents for infection reported from this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.